Event description:
Nurse reported via our sales rep that she was observing a surgery procedure. It was noted by the surgeon that the target device has a fissure in its carbon curve. The surgeon used freehand-locking to complete the surgery.

Manufacturer narrative:
Na